Manufacturer narrative:
The device was inspected at the customer site by a philips certified biomed. There was no issues were found with the device. The biomed printed out the alarm log and the staff acknowledged the alarms. Furthermore, when biomed was present in front of the unit the alarm was working correctly. A good faith effort conducted confirmed the alarm sounded as should when checking the device. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported EKG monitor is not alerting or alarm sound is not going off. The device was in use at time of event, there was no adverse event reported.